Event description:
It was reported by service report that during preventative maintenance found hydraulic hoses were leaking. No adverse consequences have been reported.

Manufacturer narrative:
Other: hydraulic hose; leak.